Event description:
A bi-ventricular implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned, analyzed and no anomalies were found. (B)(4)the full lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4)the full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism. (B)(4)the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.